Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not working properly. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the site's clinical sales representative (csr) and obtained the following additional information: the wire on 8mm monopolar curved scissors (mcs) instrument was frayed. The instrument was returned to isi for evaluation.